Manufacturer narrative:
(B)(4). Eval, results: endoleak. Moderately calcified aorta. Eval, conclusion: moderately calcified aorta.

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a fusiform 6.8 cm in diameter x 10 cm long thoracic aortic aneurysm at zone 4. The native aorta was 30-32 mm in diameter proximally and 32 mm in diameter distally. The aorta was moderately calcified at zone 4. It was reported that after the talent stent grafts were implanted, the final angiogram revealed a proximal type I endoleak (MFR. Report # 2953200-2011-01394). The physician elected to intervene by adding an extension stent graft proximally; however, the endoleak did not resolve. The physician then could not identify whether the endoleak was a proximal type I endoleak or a junctional type iii endoleak between the two stent graft components (MFR. Report # 2953200-2011-01395). The physician decided not to intervene any further but to monitor the pt. The physician commented that if the endoleak were a type I endoleak, the endoleak might be due to the calcification. No additional clinical sequelae were reported, and the pt is fine.